Event description:
Opacified/whitened/"ssng" - sub surface nano glistenings - left acrysof iol: this was observed - (B)(6) 2011, (B)(6) 2012 - at ophthalmological exams confirmed by 4 different ophthalmologists. This loss of lens transparency has resulted in significant increased glare, seeing haze/flare/starbursts around lights, diminished contrast seen with back lighting, diminished visual resolution and clarity, asthenopia, fatigue with reading and hazier vision. I feel this iol opacification is similar to the glare and reduced quality of vision as seen in pts with a cataract. Based on my own personal experience, these glistenings do have a notable diminished effect on the iol, optical performance which leads to undesirable increased glare along with the other symptoms observed. I feel these symptoms are further increasing over time. I believe this lens material is defective and numerous papers in the literature have documented these loss of transparency issues over time with respect to this specific lens material - acrysof. I would like the FDA and alcon to re-investigate the appropriateness of this lens. Also, specific re-evaluating the appropriateness for use of this lens material in particular pt demo graphics, ie - younger adults, pediatric and/or any monocular pts, who would be very affected over their visual life span by these lens related changes and may not wish to undergo an iol exchange surgery with known associated risks in the future. There are different model numbers for alcon's acrysof lens material (model #sa60at, ma60bm, ma30ba, etc.) Since first launched in the 90's. The reported material issues of these lenses continue with surface glistenings, and now whitening/"surface light scatter" of the lens gaining attention over the last several years in the literature. Internet searches revealed that there are FDA adverse event reports filed with respect to the acrysof iol including "lens opacification", "milky lens", "lens surface whitening", "sub surface nano glistenings" [across different lot and model numbers] with pt complaints of decrease vision and blurred vision. Pts should be aware of these documented lens related problems when selecting an iol for proper informed consent. Regardless, if the company deems these "sub-surface nano glistenings" to be visually insignificant or relatively rare, it is the pt's right to an informed consent when selecting an iol to proceed with. These documented cases of acrysof iol whitening should be fully disclosed on acrysof iol packaging for health care providers/pts' informed consents and review of product info.